Manufacturer narrative:
The complaint device associated with this report has not been received for eval. The batch record review revealed no remarks related to this issue. No similar complaints have been received for this lot. The retention samples were inspected, no foreign material was observed. Further comments will be available after the eval of the received complaint sample. Additional info was requested on 12/08/2010 by mail and received on (B)(4) 2010. (B)(4).

Event description:
A surgeon reported three fibers were detected inside the anterior chamber after the product was advanced into the pt's left eye. The fibers were aspirated from the pt's eye and there was no harm to the pt. The surgeon could not confirm whether or not the threads had emerged from the syringe, however, under the microscope the threads appeared to be too perfect in shape to be disturbed eye tissue. The residual product was sent to be cultured and was found to be negative.